Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with self inflicted trauma by bumping his left eye with his finger. The patient complained about experiencing pain and decreased vision in the left eye. Systemic lupus erythematosus (sle) was noted, and displaced flap was observed. The flap was lifted, epithelium was cleaned from interface and the flap was replaced. The patient was seen about one week post-operatively and the visual acuity sans correction (vasc) was noted to be 20/25 -2 for the right eye, and 20/30 for the left eye. No further information has been provided.

Manufacturer narrative:
The acronym sle was incorrectly defined in the initial report. Slit lamp exam (sle) noted a displaced flap in the left eye on (B)(6) 2014. Device available for evaluation: yes.

Event description:
Slit lamp exam (sle) noted a displaced flap in the left eye on (B)(6) 2014.